Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing pacing inhibition due to noise oversensing exhibited by the right ventricular - rv lead. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable before, during, and after the procedure.